Event description:
This is the 6th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.